Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1051519. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the needle went through the catheter while introducing the catheter. The following information was provided by the initial reporter and translated to english. The customer stated: "a closed venous indwelling needle was placed in the patient. While giving the infusion, the package was opened and the steel needle of the intravenous indwelling needle was found to have punctured the hose."